Event description:
I am a user of bausch and laumb moisture loc and went to the emergency on two separate occasions during a three month time period. The first was on 12/31/2005 and the other was on 03/04/06. The first event, I went to the emergency room for extreme burning and redness of the eye. The doctor gave me eye drops and it cleared within a week. The second event I went to the eye emergency room for both eyes being swollen shut, sensitivity to light, and extreme burning. The doctor diagnosed conjunctivitis but found the infection to be both viral and bacterial which was odd. I was out of work for over a week. Event abated after use stopped.